Manufacturer narrative:
Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving baclofen with concentration 1000 mcg at a dose rate of 50 mcg/day via an implantable pump. Other medications the patient was taking was baclofen pills. It was reported that the patient's medical history included a scooter accident that occurred 6 months ago, in which a car hit the patient very hard, and they had full body and brain trauma. A post pump surgery infection was indicated. The sutures in the back were opened and there was a continues cerebrospinal fluid (csf) leak. The patient started to have a fever, and csf was taken to test from the port; however, it was contaminated. Regarding factors that may have led or contributed to the issue, it was indicated that the patient was not taken care of at home properly after the surgery, as the parents didn't wash the patient in a feral condition. It was further noted that there were not any problems with the function of the pump. The pump was explanted during the evening/night because of csf and urine infection. The issue was resolved as of (B)(6) 2026. The patient was without injury regarding their status as of (B)(6) 2026. The pump was discarded by the healthcare provider. The pump will not be replaced in the future.

Manufacturer narrative:
D6a: pump implant date has been added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.